Manufacturer narrative:
Findings: no excessive "no delivery" alarm during testing. Unit passed prime, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case at display window corners, cracked belt clip slot, cracked reservoir tube lip and stained and cap sticker. No cracked reservoir window noted.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated the lower left and the lower right of a display have a crack. Customer stated they are those with a crack to a belt clip wearing portion. The customer stated that logo is discolored and a reservoir window has a crack.